Manufacturer narrative:
Baxter received the event history log electronically but did not evaluate the device. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was observed in the history log but it could not be determined if these alarms were true alarms due to environmental factors, or false alarms. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion after delivering 750 ml of saline during delivery in the cancer center. There was no patient injury or medical intervention associated with this event. No additional information is available.